Event description:
It was reported that the user¿s dexcom g7 sensor showed glucose on the dexcom app but failed to connect to the ilet during warmup, triggering a replace sensor alert; after re-entering the sensor pairing code, the sensor reconnected and began displaying glucose on the ilet, indicating an intermittent communication failure between the cgm and ilet, with relevance to the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with device components implicated in the electrical and antenna domains. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.